Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles on the surface of the shell, device appearance. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Health professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained on this report was previously submitted via asr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Device has been explanted.